Event description:
The patient reported her insulin infusion set was "blocking insulin" which caused her blood glucose readings to go as high as 407 mg/dl with her normal range being 100-120 mg/dl. She stated she rec'd a "no delivery" error code on her insulin infusion device (competitor product) and she resolved the issue prior to this call. She resolved the issue by changing the infusion set and giving herself an insulin injection. She said this has happened several times in the last 2 weeks and has occurred with 2 boxes of the infusion sets that have the same lot number and expiration date. She state her symptoms were vomiting, nausea, and thirst. Further attempts to follow up were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and the pt stated there were no used infusion sets available to be returned.

Manufacturer narrative:
No product will be returned for eval.